Event description:
It was reported that when the surgeon was checking a final x-ray in the operation room immediately after the surgery, he felt the unstable insert into the cup. Therefore, he opened the wound again and checked a fixed condition on the insert. As a result, he seemed that the insert was stable into the cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Should additional info become available, the evaluation summary will be submitted in a supplemental report.